Manufacturer narrative:
Per tandem user guide: always remove all air bubbles when drawing insulin into the filling syringe. Always hold the pump with the white fill port pointed up when filling the cartridge. Always ensure that there are no air bubbles in the tubing when filling. Per tandem user guide: avoid exposure of your t:flex to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin can freeze at low temperatures or degrade at high temperatures. Do not steam, sterilize, or autoclave your system at any time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin therapy and changed the pump supplies to address the issue. Reportedly, the customer was not removing the air from the cartridge, and using cold insulin. Tandem clinical support informed customer that not removing the air from the cartridge, and using cold insulin, is off label per the tandem user guide. No reported impact to the customer¿s blood glucose level.